Manufacturer narrative:
Troubleshooting performed; error not reproduced. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to start due to a short circuit in the m cabinet on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.